Event description:
The screw head stripped during insertion.

Manufacturer narrative:
The root cause could not be determined because the device is not available to stryker for eval. Possible root cause: while inserting the screw, the user applied too much torsion force so the screw head stripped out. The insertion of the screw was not completely axial so the screw stuck in the bone.